Event description:
A caller reported experiencing cgm error 42, which was linked to their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information and assisted them in performing the reset. Following the reset, the cgm error code did not appear again, and the customer successfully started their sensor session.